Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports a capsular contracture of an unspecified side and baker grade. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
The device has been explanted.

Event description:
Additional information noted the affected side to be the right.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.